Event description:
Caller reported being unable to use the cartridge due to an unspecified error, which could not be confirmed because of a history issue. There was no adverse impact to the customer¿s blood glucose level. The customer reloaded a new cartridge that only lasted ten minutes before experiencing occlusions, and technical support assisted with the history issue and advised the customer to monitor the uploading data, encouraging them to call back to confirm the cartridge issue.